Manufacturer narrative:
One device was returned for repair. Review of service history found no relevant service. Event history showed "cannot start pump" alarmed multiple times. Primary complaint of air in line alarming and downstream occlusion (dso) sensor damage was confirmed. Air detector was found defective and was probable cause of complaint. Replaced air detector. Dso seal was found damaged and separating from bezel. Replaced dso seal. Verified repair with visual inspection and functional testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming "air in line" and the downstream occlusion (dso) sensor seal was damaged. This occurred during testing, and there was no patient involvement.